Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blood gas syringes were leaking blood through the sealing filter. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Three seal/unused samples were received for evaluation. Visual and functional testing was unable to duplicate or verify the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.